Event description:
It was reported that an unexpected bolus was dispensed by the pump, even though the patient did not manually initiate it. The blood glucose level was recorded at 190 mg/dl. As a precaution and to reassure both the parents and the healthcare provider, the pump was replaced, and the customer transitioned to using a backup insulin pump.